Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 78.3 ng/l. A second sample collected from the patient resulted in a troponin t value of 6 ng/l, so the initial value of the first sample was questioned. The first sample was then repeated on a second analyzer, resulting in a troponin t value of 6 ng/l. This repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer performed an instrument check and ran precision studies. All tests passed and precision was acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.